Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2015. Temperatures are recorded during this time which are below the recommended minimum operating temperature. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to adverse storage conditions. There were no ten minute time outs recorded in the history log, it is assumed the device was returned in response to the field safety corrective action, despite not observing the reported fault. A high current drain was recorded during investigation indicating a fault. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed on the pogo-pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.